Manufacturer narrative:
(B)(4). The complaint humidifier is not being returned to fisher & paykel healthcare in (B)(4) for evaluation. We are currently gathering additional information and we will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that a non-fisher & paykel healthcare breathing circuit had "melted" while being used with an mr850 respiratory humidifier. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The mr850 humidifier was not returned for evaluation, nor was the circuit that had allegedly melted. Questions were sent to the hospital in an attempt to discover more details about the sequence of events, we specifically asked about external heat sources and device set-up. We also asked what type of breathing circuit was being used and requested a copy of the service report following the servicing of the device. We did not receive any additional photographs or other evidence of the reported damage and no further information was provided .our analysis is accordingly based on the description of events, the initial photograph provided and our knowledge of the product. Conclusion: based on the description of this reported event and the photograph provided, a non-fisher & paykel breathing circuit was being used with the mr850 humidifier. As the device was not returned for evaluation and in light of the lack of information received, we cannot definitively determine what caused the events reported by the customer. The interaction between the various components, namely the humidifier, the sensing probes, the chamber, the breathing circuit and the patient interface is critical to ensuring safe and efficacious delivery of therapy. Please also note that we have not received any other reports of a fisher & paykel breathing circuit melting while used with the mr850 humidifier. Our user instructions for the mr850 state: "the use of breathing circuits, chambers or other accessories which are not approved by fisher & paykel healthcare may impair performance and compromise safety" the mr850 humidification system is designed to heat up the water enough for gas humidification by evaporation. The amount of heating depends on the gas parameters, ambient conditions, and operating mode. Although the water is at an elevated temperature from ambient, the temperature (and hence the thermal energy) of the delivered gas to the patient is significantly lower. The mr850 humidification system has many means of protective measures; in particular there is a high temperature alarm, which is generated if the airway temperature exceeds 43 degrees celsius. The displayed temperature is an indication of the dew point of the gas, and hence the thermal energy associated. If this high temperature alarm is initiated the humidifier will immediately and automatically shut down all power to the heater wire and the heater plate. The mr850 has been sold worldwide for fifteen years. The mr850 complies with iso 8185:2007 'respiratory tract humidifiers for medical use - particular requirements for respiratory humidification systems'. This iso standard contains several guidelines relating to the safety and performance of respiratory humidification systems. The standard also specifies certain safety requirements to prevent the risk of thermal injury, including maximum enthalpy limits for humidified gas delivered to patients through respiratory humidification systems.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that a non-fisher & paykel healthcare breathing circuit had "melted" while being used with an mr850 respiratory humidifier. No patient consequence was reported.